Manufacturer narrative:
Investigation results: the console was received for investigation and during testing, the reported problem was unable to be confirmed. No faults were found with this console. The handpiece and footswitch were not received for evaluation as the user determined these units functioned when in use with other equipment. In addition, the customer is unable to identify which footswitch or handpiece was in use at the time the handpiece activated on its own. Conmed linvatec will continue to monitor this product for failures. The customer will be contacted with these findings.

Event description:
It was reported that during use of this console in a knee arthroscopy, the handpiece started by itself when the footswitch yellow fischer connector on the console with manipulated. This occurred when the surgeon picked up the shaver handpiece to use it. There was no injury associated with this event. The equipment was changed out and the procedure completed as intended.